Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient ID, dob, gender and weight not provided for reporting. Additional product code: hwc. (B)(4). Date of explant: not explanted. Device is not expected to be returned for manufacturer review/investigation. It was reported the screw broke during insertion. A portion of the screw was left in the patient, which resulted in a unintended retained fragment. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown procedure on (B)(6) 2016, two 3.5mm screws broke inside patient's femur as the surgeon was screwing them in. Two-thirds (screws were 5.5mm in length) of the screws were left inside the patient. The surgeon used 2 additional screws to complete the procedure without further issues. There was no harm to patient noted and no surgical time delay reported. The patient status was stable. This complaint involves 2 devices. Concomitant device reported: screwdriver (part # unknown, lot # unknown, quantity 1). This report is 1 of 2 for (B)(4).